Manufacturer narrative:
Bed found in workshop with not saying bad brakes. Technician found 2 of the casters would lock, but still swiveled. Replaced the casters to resolve this issue.

Event description:
Bed found in workshop with note saying bad brakes. No injury reported.